Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) had haptic broke off after implantation in the eye. There was no medical and surgical intervention needed. It is unknown whether the lens was removed and replaced. The patient's post-procedure status is doing well. No further information is available.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. Unknown/ asked but not available. Section d6b: if explanted; give date: n/a. Unknown/ asked but not available. Section e1:telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.